Manufacturer narrative:
Information anticipated, but unavailable at this time. Evaluation summary: the analysis results found that the atg45 device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported during an unknown procedure that there was a malfunction of staple formation at the distal part of the jaw. There was no adverse patient consequence.